Event description:
A malfunction alarm was reported, identified by the malfunction code. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report any recurrence of the malfunction code.